Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient is deceased. It was further reported the pacing leads and the implantable pulse generator (ipg) were "bad".